Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: am j surg. 2016;211(3):615-8. Http://dx.doi.org/10.1016/j.amjsurg.2015.11.012.

Event description:
It was reported in a journal article ¿modified retrorectus ventral hernia repair¿ patient underwent ventral hernia repair on unknown date between (B)(6) 2009 and (B)(6) 2015. Retrospective chart review noted interrupted suture was used to fixate mesh to fascia and interrupted figure-of- eight technique to close the anterior rectus fascia. Post operatively, the patient may have experienced hematoma with small dehiscence of the anterior rectus fascia and reoperation with hematoma evacuation. The patient may have experienced seroma, surgical site infection possibly treated with readmission and intravenous antibiotics, then possibly transitioned to oral antibiotics and/ or wound packing. The patient may have experienced pain after 90 days, which may have resolved after single injection of marcaine or the pain possibly required ongoing non-steroidal anti-inflammatory or narcotic. The patient possibly experienced urinary tract infection, the treatment was not reported